Event description:
It was reported to bsc/target that during placement of the gdc 10-2d / 2-diameter synerg detection circuit, repositioning was necessary and then the product detached unexpectedly. Luckily the device was in the microcatheter, so it was easy to take both products out without any difficulties. The condition of the patient was not affected by this event.